Event description:
From staff: I was using bd insyte autoguard bc 20ga x 1.16 in IV insertion catheter/needle. I could not penetrate the skin with the needle/catheter. I stopped my attempt and noted that the plastic catheter was not smooth at the tip. It had a ridge preventing me from inserting the needle catheter. Lot# 3192266, exp [redacted date], (B)(4), manufactured date [redacted date], ref 382534.